Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead exhibited high pacing impedance and the helix would not extend. The lead was not used and was replaced during procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.